Event description:
It was reported that a pt who had a nexgen tkr with a tm monoblock tibia implanted on (B)(6) 2006, noticed a "clicking sound". A subsequent arthroscopy, removed a small piece of plastic that appears to be part of the ps post of the monoblock stem. No further surgery has been performed and the nexgen components remain in situ.

Manufacturer narrative:
Investigation is in progress.

Manufacturer narrative:
Information received from the sales representative on 07/27/2015 noted the following: the surgeon had commented that there was an obvious malpositioning of the tibial implant and that this may have adversely affected the mechanical loading of the eminence potentially leading to its failure. The device was not returned for evaluation and therefore a definitive root cause cannot be determined within the scope of this investigation. Should additional information be received, this report shall be updated.

Manufacturer narrative:
The device was manufactured, inspected and packaged within established process specifications. The photographic evidence provided for this investigation confirms a fractured tibial eminence. However, the fractured eminence was discarded by the hospital and therefore was not available for an engineering evaluation. The remaining tibial base (mating fracture surface) is still implanted and no revision surgery has been planned as of this report notification. The root cause of this issue could not be confirmed due to the lack of detail in the macro photographic images along with the inability to examine the topology of the fractured surface(s) under the light microscope. If additional information is received, this report shall be updated.